Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified. The balloon ruptured upon inflation at 9 atmospheres for 5 seconds. The device was pulled out normally.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k): k103751, k110122. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 10mm in length and extended from a position 3mm distal of the distal markerband to 13mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k): k103751, k110122.